Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported cannula was bent and outside of her body between her skin and the adhesive; was able to self-treat. Cannula has been discarded. No adverse event reported. No product will be returned.